Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported having difficulty disconnecting an extension set, resulting in damage to the stopcock. This event occurred during patient use, though no patient injury or medical intervention was in association with this report. No additional information is available.